Manufacturer narrative:
This report is submitted on january 9, 2018, (B)(4).

Event description:
Per the clinic, it was reported that the patient presented to clinic with an extruding receiver stimulator through the skin flap. It was reported that the patient had experienced an extrusion of the receiver stimulator three additional times in the past, all of which had required surgical intervention between (B)(6) 2015 and (B)(6) 2017 (specific dates not reported). Subsequently, there are plans to explant the device; however, this has yet to occur, as of the date of this report.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2018, the patient was re-implanted with a new device during the same surgery.